Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report their device switched itself off when they tried to boot the device. It would not complete a boot cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. The downloaded key log was evaluated, but no unintended power-offs were observed. The device was extensively tested without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. A cause of the reported issue could not be determined.